Manufacturer narrative:
Unit received with flashing white lcd display anomaly due to cracked on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. Unit received with scratched case, fading serial number label and damage keypad overlay texture. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that there was a crack in their insulin pump casing. The patient's blood glucose at the time of incident was 123 mg/dl. The crack on was the display. The cause of the crack is unknown. The insulin pump was returned for analysis.